Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
An outside law firm reported that a patient experienced failure of a right knee prosthesis that required revision surgery. According to the operative report dated (B)(6) 2025, the patient underwent revision arthroplasty of the right knee due to a failed right total knee replacement. The operative report indicates that the femoral and tibial components were grossly loose, with minimal cement adherence noted. The surgeon documented a suspected cement adhesion issue associated with the prior implant. The existing prosthetic components were easily removed with minimal bone loss. The femur and tibia were prepared and revision components were implanted using bone cement. Trailing reportedly demonstrated appropriate alignment and stability through range of motion. The wound was irrigated and closed in layers, and the patient was transferred to recovery in stable condition. No intraoperative complications were reported in the operative record.